Manufacturer narrative:
(B)(4). G2: foreign ¿ japan/ customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the protective material for the drill bit inside the sterile packaging had deteriorated and was brittle and cracked. There was no patient harm or impact as a result. It was confirmed that no further information could be provided.